Event description:
During insertion of mpis-501 into the patients artery, the needle was inserted, then the wire was put in place and the needle was removed and the sheath placed over the wire. The sheath would not advance completely over the wire. The physician tried to pull the wire out but couldn't. Further , additional pulling force was applied to the wire and it broke off. An additional imaging showed a fragment outside the lumen of the artery.